Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited sensing noise, which caused pacing inhibition. Programming changes were made prior to the lead revision. The rv lead was capped and replaced on (B)(6) 2025. The patient remained stable throughout the procedure.